Event description:
Caller states that he tested his blood glucose on his device at 232mg/dl and another device, 70mg/dl, at the same time. Quality controls were used and reportedly within acceptable range. Requested return of suspect device and replacement was sent.